Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/29/2016 with the following findings: during visual inspection of the pump, it was observed that there was no damage to the pump. It was observed that the top of the returned battery cap was damaged making it difficult to remove from the pump but the cap was able to be removed and secured to the pump.